Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error . The customer¿s blood glucose level was 96 mg/dl at the time of the incident. Customer reported that the insulin pump alarmed motor error during bolus delivery and compromised force sensor system during rewind. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised force sensor system alarm.